Manufacturer narrative:
The customer did not return the unit (sn e96f02121) to zoll for evaluation. Instead, the customer removed and returned the digital board (sn7501), which they suspect to be the cause of the reported malfunction. Zoll's technical service dept tested the digital board and could not duplicate the reported problem. The board has been scrapped as a precaution. The customer has been sent a replacement digital board. No further action is required at this time. The customer unintentionally reported the same product malfunction twice to zoll. Subsequently, this event was reported on both the initial report and report number 1220908-1998-00422.

Event description:
Complainant alleged that during the biomedical department's routine testing and preventative maintenance, the device had no display on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.